Manufacturer narrative:
The customer discarded the test strips for the on (B)(6) 2022 meter testing. A display check was performed and no missing segments were noted. The customer's returned meter strips with lot number: 44502621 were expired. The reporter's meter was provided for investigation and was tested using retention controls.  Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.3 inr, qc 2: 5.3 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.   The investigation did not identify a product problem. The cause of the event could not be determined.  Initial reporter occupation: patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchekxs meter with serial number: (B)(4) when he tested on the meter consecutively.  The initial meter result from the meter memory at around 9:30 am was 5.7 inr. The repeat meter result from the meter memory at 9:30 am was 3.3 inr. The repeat meter result according to the reporter at an unknown time was 3.8 inr. The therapeutic range is 2 inr - 3 inr. The interval of testing is once a week.